Event description:
Medtronic received information that this transcatheter bioprosthetic valve dislodged from the targeted implant site during deployment. The valve could not be recaptured with the delivery catheter system capsule, and was deployed in the descending aorta. A second valve of the same model and size was implanted successfully with no adverse patient effects reported.

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Potential factors that can influence a dislodgment include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, among other issues. A root cause could not be established from the information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.